Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced eosinophilic peritonitis. On an unreported date within the past three weeks (prior to receipt of this report), the pt experienced eosinophilic peritonitis. The cause of the peritonitis is unknown. The pt was not hospitalized for the event, however, on an unreported date the pt received unknown antibiotics intraperitoneally (ip) for treatment of the peritonitis. At the time of this report, the pt is recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.